Manufacturer narrative:
Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2019-16367, related manufacturer reference number: 2017865-2019-16369. A patient death of an unknown cause was reported without clear information as to whether the death was device-related.

Manufacturer narrative:
Final analysis found that as received, only the connector portion of the lead was returned in one piece measuring 29.2 cm. Electrical testing did not find any indication of conductor fractures. Conductor shorting was due to procedural damage to the insulation. Visual inspection of the partial lead found no anomalies except for procedural damage.